Event description:
Customer called requiring help to check the standard strip. Further troubleshooting revealed that the standard strip read low. The product was replaced and the defective meter returned for investigation.